Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient representative reported "plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. The plaintiff experienced severe pain, heat sensations, swelling, seroma, asymmetry, mass under the arm or breast, brain fog, chronic headaches, diarrhea/vomiting/nausea on an on-going basis, chronic gastrointestinal upset or reflux, and aggravation of hashimotos and irritable bowel/crohn¿s disease. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, ptsd, panic disorder, and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device remains implanted.